Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Reportedly the customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.